Manufacturer narrative:
Information received from the manufacturer's service technician on 28 february 2020, stated that the hospital's biomed did not find issues on the thermogard console (sn (B)(4)), was placed back in service and further information was not provided as the customer retained the service record.

Event description:
The thermogard console (sn (B)(4)) displayed an unknown error message. The reporter was unable to specify if the issue occurred during shift check or patient use. No consequences or impact to patient.